Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Subsequently, the pump turned off due to the pump battery depleting and being unable to charge. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a bg value not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.